Event description:
It is reported that the neck inserter had a small piece fracture off and was found and retrieved from the wound.

Manufacturer narrative:
The kinectiv neck inserter was returned and reviewed. As returned, the device was fractured both at the end of the slot where the neck would be grasped, and at the other end of the slot where the plastic forking begins. It is probable that the instrument was subject to off-label use to cause the fracture at the cylindrical neck opening. It is possible that the device was dropped upon a harder material or was impacted. Device history records indicate device manufactured to specification.